Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report feeling bloated with a lot of pressure on his abdomen during fill 4 on the homechoice (hc). The home patient (hp) was not draining so the technical service representative (tsr) had the hp check the lines for fibrin or air. The hp stated there was a large mass of fibrin in the patient line near the cassette door. The tsr recommend the hp end therapy and try to drain out using manual supplies. The hp stated the previous night he noticed the patient line clamp was closed during the prime, but connected anyway and in the first fill started feeling bloated and continues to feel bloated. The tsr instructed the hp to call the registered nurse (rn) as soon as possible about the symptoms and the air the hp stated went into him the night before. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who stated the home patient (hp) came in to see her the very next day after this incident. The pdn went over the proper therapy procedure and set up with the patient and stated that she thinks he was just in a hurry. The pdn verified that the patient was fine and that he did not develop any type of adverse clinical symptoms as a result of this incident. There was no injury and no need for medical interventions. The pdn confirmed that the hp would have discarded the sample and finished the remaining box of product. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, there was fibrin in the patient line. The most likely cause of the no flow is the fibrin blockage. Fibrin (fibrous protein) production is dependent on the patient and can cause tubing blockage. During the troubleshooting, there was a check patient line alarm. This alarm was likely due to the fibrin in the line. The patient also complained of overfull symptoms. In the complaint information, the patient stated that the night before he primed with the patient line clamp closed therefore air was present when he started therapy. These overfull symptoms are possibly due to air present during therapy the night before and the fibrin blockage in the patient line. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.